Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs. Additional product(s) in device system: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7089442, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4), model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7090773, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4), model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7098156, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) #: (B)(4), model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7098320, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) #: (B)(4), model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 29077364, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) #: (B)(4), model number/catalog number: db-4605-c, serial number: n/a, batch/lot number: 26931160, model/catalog description: dbs burr hole cover spares kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient has died however the reason is unknown as further information was unable to be obtained from the physician. The medical professional at the patients assisted living facility did not believe the patients death was device related.